Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and drive anomaly. The customer¿s blood glucose level was 83 mg/dl. The customer reported that they received a motor error alarm and was unable to clear it. The customer reported that the drive support cap was sticking out. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test. Run current test, self test and off no power test. Units received with normal operating currents. No unexpected off no power alarm noted. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during basic occlusion test.